Event description:
Customer stated that device was reading inaccurately. Was receiving results of 88mg/dl for three days in a row. Upon initial evaluation the device speaks a result of 88 no matter what the device screen shows. A request was made for the return of the suspect device and replacement was sent.